Manufacturer narrative:
Device eval summary: device eval of battery pack sn (B)(4) has been completed. Upon eval, the battery pack connector was damaged, which prevented the battery from connecting to a monitor. The root cause for the damaged connector could not be positively identified but was likely physical abuse. No adverse event resulted from the defective battery pack. The last pt to use this battery pack did not report any deficiencies.

Event description:
Review of service data detected a reportable problem. During servicing, battery pack sn (B)(4) was unable to connect to a monitor. The last pt to use this battery pack did not report any deficiencies.